Event description:
Date of event: unknown. Name of procedure being performed: na (before use). Detailed description of event: [distributor] incoming inspection. During evaluation of the event units, one unit was found with hair inside the pouch. Please see attached for the photo. Type of intervention: na (before use). Patient status: na (before use).

Manufacturer narrative:
The event device returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on the condition of the returned unit and the description of the event, the hair likely originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Date of event: unknown. Name of procedure being performed: na (before use). Detailed description of event: [distributor] incoming inspection. During evaluation of the event units, one unit was found with hair inside the pouch. Please. Type of intervention: na (before use). Patient status: na (before use).